Manufacturer narrative:
This report is submitted on september 12, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance and intermittent pain with device use. Subsequently, the magnet was removed on (B)(6) 2017. There are no plans to place an abutment.